Event description:
It was reported that an ilet pump with serial number (B)(6) sustained a cracked screen that rendered the display unusable and led to difficulty operating the device. Symptoms included no injury and no adverse clinical effects. Outcomes included a replacement pump arranged, guidance to shut down the device to avoid further alerts, confirmation that data would not transfer to the replacement, and instruction to sync data to the mobile app and return the damaged device. Investigation included remote troubleshooting and education covering shutdown steps, return logistics, data syncing, delivery timeline, and continued cgm use with the dexcom app or receiver. Investigation of this case revealed physical damage to the display consistent with a broken or cracked screen, with no device alarms reported and no evidence of systemic device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was physical damage unrelated to device performance.